Event description:
It was reported that after 1 month of implantation, the stent was obstructed. Severe encrustation was on the stent after removal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.